Manufacturer narrative:
Device evaluation summary: blind device received in product evaluation lab on 19-mar-2020 in (B)(6) with no complaint information attached and could not be associated with an existing complaint. During visual inspection of the device no apparent damage could be observed. There is no root cause since no anomaly was reported and no issues/damages were observed. However this cannot be conclusively determined, since there was no additional detail received about the complaint. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitored by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: explantation reason currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two 475cc mentor smooth round moderate profile saline breast implants were received by the mentor product analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of two saline breast implants is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This medwatch report is for the second of two implants.